Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on an unknown date, the patient was implanted with several gore® excluder® aftermarket devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). During the procedure three dryseal flex introducer sheath were used, as well as a gore® mob balloon, a gore® tri-lobe balloon and a gore® tri lumen catheter. Gore was unable to determine which of the implanted devices or gore accessories were involved in the event. It was reported that on (B)(6) 2022, the patient presented with femoral compartment syndrome (unknown if it was on the left or right side). The physician reintervened and performed a fasciotomy. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch was submitted in error, and is hereby retracted.